Event description:
The surgeon reported that two depuy spine moss miami screws fractured while in the body. The pt is three months post-op and fusion is progressing well. Pt is having no problem from the fractured screws, so the surgeon is taking no further action at this time. If this were to recur it is likely that surgical intervention would be required. As a result an MDR is being filed to document this event.